Manufacturer narrative:
Conclusion: new washing process impacted the long term reliability of the photo couplers which degrade slowly over time. The cause of the architect analyzer photo coupler degradation issue was due to a new manufacturing washing process implemented by the supplier. Abbott issued a product correction letter to all customers with affected instrument serial numbers and implemented a mandatory technical service bulletin to inspect ict pre amp boards and replace if needed.

Event description:
Abbott field service inspected the customer's architect c4000 analyzer per mandatory technical service bulletin 128-014 and replaced the architect ict pre-amp board as required. There was no impact to patient management.